Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump could not be turned on. Troubleshooting was not performed. The insulin pump had physical damage. Insulin pump will be returning for analysis.

Manufacturer narrative:
Frozen screen due to moisture damage on the electronics. Unable to confirm communication anomaly, switch on language/country anomaly or perform the self test, displacement test due to frozen screen anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.